Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 491 mg/dl. Customer¿s other blood glucose level was 332 mg/dl, 345 mg/dl, 321 mg/dl, 441 mg/dl. The customer treated high blood glucose levels with insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. Troubleshooting was performed for high blood glucose. The cannula was also bent. The customer threw up twice due to high blood glucose values. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not return for analysis.